Event description:
Pt with renal failure for left heart cath evaluation, pt had blockage mid rt coronary artery. Balloon inflations attempted, unable to fully inflate due to calcified areas. Rotoblator procedure performed with 1.75mm burr riding wire. Able to advance 2/3 into stenosed, calcific areas; then found burr would not advance further. 1.75mm burr withdrawn while maintaining wire access & new 1.25 mm burr prepped & advanced to prox rca (above lesion). Advancement of this burr resulted in perforation of proximal rca with staining. Burr immediately withdrawn and perfusion balloon, inserted, however, distal guidewire did not move during withdrawal. Consistent with guidewire fracture. A new guidewire and perfusion balloon were easily passed & inflation performed to seal prox rca. Patient had emergent single vessel bypass with removal of guidewire fragment & without sequaelae.